Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The technician operated the device without any errors observed. Additional review of the event log indicates the event last occurred in (B)(6) 2019. Multiple attempts to obtain further information from the customer were made. The device passed final testing and was returned without replacing any components.